Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 9mm amplatzer septal occluder (aso) was selected for a implanted on (B)(6) 2022. During deployment, device deformed into cobra-headed and would not go back into the amplatzer trevisio delivery system; the device was never released from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. An unknown device was ultimately implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.h6 component code 4755 removed and 579 added. H6 type of investigation code 4114 removed and 10 added. H6 investigation findings code 3221 removed and 213 added. H6 investigation conclusions code 4315 removed and 67 added.

Event description:
N/a.